Event description:
Healthcare professional reported left-side deflation and capsular contracture, baker grade I and exchange of textured devices due to patient's concern with product. Healthcare professional additionally reported "hole, non-specific", "slow leak", and ¿punctured to drain remaining saline¿. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side deflation and capsular contracture, baker grade I and exchange of textured devices due to patient's concern with product. Healthcare professional additionally reported "hole, non-specific", "slow leak", and ¿punctured to drain remaining saline¿. Device has been explanted.